Event description:
It was reported that the local area representative contacted technical services (ts) to review the pacemaker data. Upon review, intermittent loss of capture was noted on the right ventricular (rv) lead. No pacing inhibition was observed. A programming attempt was made previously, however, the test showed intermittent loss of capture. The patient was hospitalized. Further testing of the lead was recommended. Currently, this product remains in use and no other adverse patient events have been reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e011903. The lead remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the local area representative contacted technical services (ts) to review the pacemaker data. Upon review, intermittent loss of capture was noted on the right ventricular (rv) lead. No pacing inhibition was observed. A programming attempt was made previously, however, the test showed intermittent loss of capture. The patient was hospitalized. It was noted the patient had a syncopal episode due to the loss of capture. Further testing of the lead was recommended. At this time, the pacing output was increased to ensure adequate capture. The lead remains in use and no additional adverse patient events have been reported.